Event description:
During a scheduled makoplasty partial knee arthroplasty procedure, before any cutting had been performed, the case was cancelled by the physician and rescheduled to a later date due to a usb converter failure.

Manufacturer narrative:
The malfunction occurred prior to the use of the mako robotic arm interactive orthopedic system (rio) during pre-surgery checks. As part of normal complaint follow-up an eval was performed by mako surgical. The eval was determined to be an ethernet converter failure, not a usb converter failure as originally reported. Some frayed connection wires were discovered on the converter, which cause data loss and a lag in system operation. The issue was reported to the component MFR for further investigation.